Event description:
Additional information received: the customer was moving the nim vital from the 3rd floor to the 5th where the nim vitals stay. They notice a beeping noise coming from the battery. At that time they took the battery out and are all set. This was on nim vital (B)(6). There was no issue with patient interface.

Manufacturer narrative:
H3: unit presented with power management board failure, starts alarming during boot up. Broken eic board port, software v1.1.1. Ssd card issue. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d14, img g02030 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device site went to move their nim and noticed that it was beeping continuously while it was plugged in. When unplugged it beeped as well. Ts suggested that they unplug the battery from the system to see if that stops the beeping. If not they can make sure everything is plugged in well. If everything looks fine they can send it into service and repair. Battery was taken out and beeping has stopped. After the software update the unit is making a chirping noise and the p/I¿s are not connecting hardwired or wirelessly. The p/I ending 4800 is also missing a blue clip. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/226239840, UDI#: (B)(4); fdm b17, fdr c20, fdc d14, img g02005. Product ID: nim4cpb1, serial/lot #: (B)(6)/226413605, UDI#: (B)(4); fdm b17, fdr c20, fdc d14, img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.